Event description:
A malfunction was reported with the customer's pump, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction. The pump replacement was deemed unnecessary, and the customer was advised to continue using the pump and to call back if the malfunction reoccurred.